Event description:
An operator was pushing an instrument cart into the sterilizer when the cart dislodged from the track causing it to become unstable and tip. The operator tried to stop the cart from tipping and in the process strained her neck and back. The operator received treatment and missed time from work.

Event description:
The user facility reported the employee has returned to work.

Manufacturer narrative:
A steris field representative went to the hospital and inspected the atlas loading and transfer carts. The specific cart involved could not be identified since there was no damage to any of the carts on hand. The steris field representative inspected all six (6) loading carts and transfer carts and all carts were in working order. The alignment on two loading cart tracks was adjusted and the supporting screws in the sterilizer chamber were tightened. The steris sales representative conducted a refresher in-service for the entire department on the correct way to load the carts and place them securely on the track.